Event description:
It was reported that during an unknown procedure, after roughly 6 hours of use in the procedure, the scrub nurse noticed that the end of the harmonic blade had snapped off. Luckily they were able to retrieve the part of blade from inside the patient. No adverse effect caused to patient and no major delay caused in procedure.

Manufacturer narrative:
(B)(4) date sent: 12/13/2024 b3: unknown; captured as awareness date d4 batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.